Manufacturer narrative:
Femoral component identity could not be corroborated with a visual analysis due to cement & bone ingrowth present in the inner surface of the device. Results of investigation: the associated devices were returned and evaluated. The visual inspection revealed scratches, gouges and discoloration on the surface of the device. A additional device was returned and it revealed bone cement on it. The devices show signs of wear. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported revision. The patient's current condition is unknown and the patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. For the femoral component the device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. For the insert a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h3 (device returned).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery was performed, a revision surgery had to be performed in order to explant a legion oxinium femoral component and a gii c/r art ins sz 7-8 11mm device on (B)(6) 2023. No further details available at this moment.

Manufacturer narrative:
H6, health effect clinical code: corrected.